Manufacturer narrative:
Product analysis #703237021:analysis confirmed the customer comment of a display issue and therefore the interpose printed circuit board assembly was replaced. It was additionally noted that this replacement also repaired the wireless issue seen at the incoming assessment. Additionally the overlay to the x-y printed circuit board assembly connector was reseated and the stylus was recalibrated. The broken power cord bay was also replaced. Reconfigured hard drive and reloaded software. Device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen had a display issue; when it powered on, the screen was not full sized and this created an issue with stylus tracking. The programmer was returned for repair. There was no patient involvement. This event.